Event description:
It was reported that during peritoneal dialysis (pd) therapy (drain 1 of 6), a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device. A technical service representative (tsr) explained the alarm to the home patient (hp) and instructed the hp to setup with all new supplies. The tsr reviewed proper setup procedure. The hp understood and would setup with all new supplies. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.